Event description:
Practice reported to ulthera on (B)(4) 2015 that a patient was experiencing hard nodules and edema one day after treatment. At 90 days, the same area became hard and concave. The patient had lipoplasty in 2007 on the face and neck regions. Evaluation of the device did not indicate any malfunction.